Event description:
It was reported that the patient presented to the emergency room (ER) with sepsis and was found to have (B)(6) bacteremia. A transthoracic echocardiogram (tte) revealed growth on the atrial lead. The implantable cardioverter defibrillator (ICD) and two leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No issues were identified that required full analysis. Concomitant product: 694758 implantable tachy lead (B)(6) 2008. (B)(4).